Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), for 20 devices from this batch, humidity was observed inside the product tray. There was no patient involvement. This report is for #14 of the 20 devices.